Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation shows that the threads of the set screw are damaged. The cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the ¿setscrew could not be broken off because the setscrew was slipping on a screw head. It was confirmed that the setscrew thread had been broken. The setscrew was replaced with a new one, and the procedure was completed without any further incidence.¿ no patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. One of the mas heads display significant asymmetrical damage on one side, suggesting thread jumping as a secondary effect. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.